Manufacturer narrative:
The device was received by resmed (B)(4) and it was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device powered off at 30% charge in battery resulting in a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device logs revealed multiple total power failures during ventilation and the occurrences of a system fault 180 indicating a battery charger fault. The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. There was no patient injury reported for this incident. (B)(4).